Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during the vitro retinal surgery an ophthalmic laser console had an issue with focus, laser is off focused and hitting the iris despite of firing the retina which is in focus. The patient also experienced inflammation in eye, posterior synechiae and anterior chamber cell changes. The current outcome of the patient's condition was unknown. Additional information has been requested but is not available at the time of this report. Additional information received that patient was diagnosed with anterior uveitis. The patient was treated with corticosteroid. There was no system message displayed on the screen. There was no irregular pupil, photophobia, pigment dispersion obstructing the trabecular meshwork and increased intraocular pressure. The surgery was completed on the same day by switching to another console. This report pertains to one of the two consoles used for one of the two patients reported from the same facility.